Event description:
Ent came to recannulate patient since the patient needed a better positioned tube in the patient's airway. Ent recannulated the patient without difficulty. The tracheostomy tube was reattached to the ventilator circuit and the cuff inflated, but patient was unable to achieve full or adequate tidal volume. The cuff was constantly reinflated with each ventilator breath. It was then noted that the trach tube had a leak (cuff leak). Another tracheostomy tube was obtained.